Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("pregnancy/ ectopic pregnancy/ pregnancy (termination)"), pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a 27-year-old female patient who had essure (batch no. 654831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2009. The patient's concurrent conditions included multigravida, parity 2 ((B)(6) 2002, (B)(6) 2009) and allergic rhinitis. Concomitant products included ibuprofen from 2010 to 2018 and medroxyprogesterone (depo provera). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia") and migraine ("migraines"). On (B)(6) 2010, 9 months 3 days after insertion of essure, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2010, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") with vaginal discharge, dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2010, the patient experienced anxiety ("anxiety"). On an unknown date, the patient experienced abdominal pain ("abdomen near belly button and down near ceasrean scar"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (in or around (B)(6) 2009, underwent a pelvic surgery) and surgery (in or around (B)(6) 2009, underwent a pelvic surgery). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, genital haemorrhage, dyspareunia and migraine outcome was unknown and the cystitis, urinary tract infection, vaginal infection, anxiety, tooth disorder, dysmenorrhoea, fatigue and abdominal pain had not resolved. The reporter provided no causality assessment for ectopic pregnancy with contraceptive device with essure. The reporter considered abdominal pain, anxiety, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine, pelvic pain, tooth disorder, urinary tract infection and vaginal infection to be related to essure. The reporter commented: pregnancy and treatment received for the complications: abortion. 2 coils were visible on the right and 2 coils remained on the left. The essure coils were not removed diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: bilateral tubal occlusion pregnancy test urine - on an unknown date: negative on (B)(6) 2009, consumer had a confirmed essure confirmation test. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events anxiety, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. On (B)(6) 2018: plaintiff (last name changed) confirmed that the essure coils were not removed. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("pregnancy/ ectopic pregnancy/ pregnancy (termination)"), pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a 27-year-old female patient who had essure (batch no. 654831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2009. The patient's concurrent conditions included multigravida, parity 2 ((B)(6) 2002, (B)(6) 2009) and allergic rhinitis. Concomitant products included ibuprofen from 2010 to 2018 and medroxyprogesterone (depo provera). In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia") and migraine ("migraines"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 9 months 3 days after insertion of essure, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2010, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") with vaginal discharge, dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2010, the patient experienced anxiety ("anxiety"). On an unknown date, the patient experienced abdominal pain ("abdomen near belly button and down near ceasrean scar"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (in or around (B)(6) 2009, underwent a pelvic surgery) and surgery (in or around (B)(6) 2009, underwent a pelvic surgery). Essure was removed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, genital haemorrhage, dyspareunia and migraine outcome was unknown and the cystitis, urinary tract infection, vaginal infection, anxiety, tooth disorder, dysmenorrhoea, fatigue and abdominal pain had not resolved. The reporter provided no causality assessment for ectopic pregnancy with contraceptive device with essure. The reporter considered abdominal pain, anxiety, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine, pelvic pain, tooth disorder, urinary tract infection and vaginal infection to be related to essure. The reporter commented: pregnancy and treatment received for the complications is abortion. 2 coils were visible on the right and 2 coils remained on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: bilateral tubal occlusion. Pregnancy test urine - on an unknown date: negative on (B)(6) 2009, consumer had a confirmed essure confirmation test. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events anxiety, depression most recent follow-up information incorporated above includes: on 27-mar-2018: plaintiff fact sheet- all relevant medical history, concurrent condition, lot number, concomitant medication were added.events cystitis, urinary tract infection, vaginal infection, anxiety, tooth disorder, dysmenorrhoea, vaginal discharge, fatigue and abdominal pain were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("pregnancy/ ectopic pregnancy"), pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2009. In 2009, 92 days before insertion of essure, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia") and migraine ("migraines"). In september 2009, the patient had essure inserted. Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (in or around (B)(6) 2009, underwent a pelvic surgery) and surgery (in or around (B)(6) 2009, underwent a pelvic surgery). Essure was removed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, genital haemorrhage, dyspareunia and migraine outcome was unknown. The reporter provided no causality assessment for ectopic pregnancy with contraceptive device with essure. The reporter considered dyspareunia, genital haemorrhage, migraine and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2017: event chronic pelvic pain, heavy and irregular bleeding, dyspareunia, and migraines was added and event pregnancy was updated with ectopic pregnancy was case classification updated to potential legal case essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.